Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer and a healthcare professional via a clinical study regarding a patient who was being treated with baclofen (500.0 mcg/ml at 100.07 mcg/day) and dilaudid (250.0 mcg/ml at 50.04 mcg/day) from (B)(6) 2013, via an implanted pump. The baclofen type and lot number were unknown. The pump's indications for use (ifus) were listed as spinal pain and failed back surgery syndrome. The patient's medical history included pain, lumbosacral neuritis, degenerative spine disease, osteoarthritis, osteoporosis, asthma, multiple sclerosis, hysterectomy, hernia repair, abdominal surgery, and sinus surgery. No concomitant medications at the time of the event were provided; it was noted that no medications were listed on the medication log for the event date. The clinical diagnosis was reported as intrathecal (it) medication side effect. The programming time from the most recent refill prior to the event was reported as 10:30 on (B)(6) 2013. On (B)(6) 2013, the patient reported experiencing increased lower extremity weakness, urinary retention, and sedation. Reprogramming was performed on the same day: 30% daily dose decrease to baclofen (500.0 mcg/ml at 70.11 mcg/day) and dilaudid (250.0 mcg/ml at 35.05 mcg/day). The event resolved without sequelae on (B)(6) 2013. The event was reported as related to the device or therapy, specifically the it hydromorphone and baclofen, and therapy initiation caused the event. The event was not related to the implant procedure. If additional information is received, a follow up report will be sent.